Event description:
The customer reported hydrogen peroxide contact. The customer reported, that the contact occurred while taking a biological indicator that was wrapped in a peel pack from a completed cycle. The contact sites were on the employee's right hand, thumb, index finger, and little finger. The sites turned white and the employee reported some discomfort. The customer reported that the employee did not see a doctor and did not require treatment for the contact. She stated, that she rinsed the contact area with cool, running water and the site was clear by the next day. The customer stated, that the biological indicator was thrown away so it will not be returned for analysis.

Manufacturer narrative:
.